Manufacturer narrative:
(B)(4). The investigation included a review of the device history record, trending analysis of reported issue, (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the reported issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk of a quality problem with no impact on safety to be "low." The vacuum pump oil was not returned for further evaluation. Upon further follow-up and clarification from the customer, there was no report of any odor, smell, haze or mist emitting from the sterrad. The customer reported dirty vacuum pump oil. The issue was resolved by replacing the vacuum pump oil and the field service engineer confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil was replaced to resolve the odor/smells/haze issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor/smell/haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.